Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted in a patient using a small flexnav delivery system at a non coronary cusp depth of 3mm and a left coronary cusp depth of 5mm. During the implant procedure it was noted that the patient had calcification around the membranous septum and that there was one recapture of the navitor valve. The patient had remained hemodynamically stable throughout the implant procedure. No clinically significant delay in the implant procedure was reported. On (B)(6) 2022, it was confirmed via electrocardiogram that the patient was experiencing a left bundle branch block. The patient was monitored and (B)(6) 2022, was confirmed via electrocardiogram to be experiencing an atrioventricular block. It was noted that the patient had a normal sinus rhythm prior to implant. The decision was made to implant a permanent pacemaker to treat the atrioventricular block. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of new left bundle branch block and atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the cause of the reported left bundle branch block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications.na